Event description:
It was reported that a remote transmission indicated atrial lead undersensing of atrial tachycardia (at)/atrial fibrillation (af) in the presenting electrogram as well as on stored at/af episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.